Event description:
It was reported that during the service evaluation process it was determined that the device's bolt was broken that holds the device in place. The bolt being broken could lead to inaccuracies causing patient harm. No known patient involvement or significant procedural delays were reported with this event.

Manufacturer narrative:
Reportability awareness date. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the service evaluation process it was determined that the device's bolt was broken that holds the device in place. The bolt being broken could lead to inaccuracies causing patient harm. No known patient involvement or significant procedural delays were reported with this event.